Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
(B)(6). The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's aunt reported that customer's adc blood glucose meter repeatedly displayed an ER-3 message so customer could not test. Caller further reported that on (B)(6) 2015 at 6:27 pm customer experienced the following symptoms: "staggering, stomach hurting and blurred vision". Caller reported customer was given orange juice and then they took her to the hospital. At the hospital a reading of 8.2 mmol/l (148 mg/dl) was received. Customer was reportedly diagnosed with hypoglycemia and was admitted to the hospital. It is unknown what additional treatment may have been rendered. Multiple, unsuccessful, attempts have been made to clarify details in the case. There was no report of death or permanent injury associated with this event.